Event description:
It was reported the lead was capped and replaced due to an apparent fracture. No capture and impedance greater than 9000 ohms were also reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.